Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff removed earlier this year due to erosion. An 4.0cm cuff was placed on the bulbous urethra. The device appeared to function normally at the end of surgery. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.